Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femoral component at bone to implant and unknown interface. Unknown cement was used. Competitor cables were rubbing on the exposed portion of the sleeve creating metal debris. Entire construct was loose and was extracted. New dfr with a cemented stem was inserted. Doi: (B)(6) 2011; dor: (B)(6) 2019, right knee.